Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical services director reported to integra that the laparoscopic forceps will not hold delicate tissue and will slip off of the bowel causing damage to the tissue which is a major patient safety concern. They switched to a new set, and the same problem occurred again with the bowel forceps. It is unknown what revision or medical intervention was done but there was no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation was completed on 01/09/2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.